Event description:
It was reported that pump quick bolus/wake button was difficult to press and required multiple attempts to activate pump screen. There was no reported adverse impact to the customer¿s blood glucose level. No further troubleshooting was provided.